Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of pallor and bruising at implant site, and poor peripheral circulation, were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause is intravascular filler injection resulting in vascular occlusion and its manifestations. Restylane defyne was intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. The reported lot number was valid and verified the reported product. To date, two case reports, including this case, have been reported for this lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2026 by an other health professional concerning a patient of unknown age and gender. Additional information was received on 10-feb-2026 and 11-feb-2026 from the same reporter. The medical history of patient included long qt syndrome and ankle injury. Concomitant medications included atenolol [atenolol] for long qt syndrome and furosemide [furosemide] as edema medication previous ankle injury. No information regarding history of allergies was provided. The patient had previously received treatment with unspecified fillers on (B)(6) 2023, (B)(6) 2024, (B)(6) 2025, without any vascular occlusion incidents. On (B)(6) 2026, the patient received treatment with 2 syringes of restylane lyft with lidocaine (lot 24030), to the medial-lateral cheeks, each pre-jowl sulcus, temples, and the mandibular angle using a 22g 50 mm nano cannula with bolus technique for jawline definition. On the same day, the patient also received treatment with 0.8 ml of restylane defyne (lot 23267) to each nasolabial fold using a 22g 50 mm nano cannula with unknown injection technique. Restylane defyne was injected using a nano cannula (intentional device misuse). On (B)(6) 2026, the patient experienced vascular occlusion (vascular occlusion) of superficial labial artery or infraorbital, with skin blanching (implant site pallor) at the top of the nasolabial fold and delayed capillary refill (poor peripheral circulation). No improvement was observed with massage. The hcp reported that 0.2 ml of restylane defyne remained in the syringe when the vascular occlusion occurred. On (B)(6) 2026, the patient visited the hcp office for corrective treatment and received hyperbaric oxygen chamber treatment. The patient was retreated in the hcp office on (B)(6) 2026. At the hcp office, the patient received treatment with ultrasound guided hylenex [vorhyaluronidase alfa] injections, massage, warm compresses, sildenafil [sildenafil], pronox [zolpidem tartrate], aspirin [aspirin], prednisone [prednisone] taper, and doxycycline [doxycycline]. On (B)(6) 2026, the patient was reassessed at the hcp office. On (B)(6) 2026, the patient was again assessed at the hcp office and received ipl treatment for bruising (implant site bruising). At that time, the patient was reported to be improving. Outcome at the time of the report: vascular occlusion was recovering/resolving. Skin blanching was recovering/resolving. Delayed capillary refill was recovering/resolving. Bruising was recovering/resolving. Restylane defyne was injected using a nano cannula was recovered/resolved.